Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, urinary/bowel problems, dyspareunia. It was reported that the patient underwent mesh excision on (B)(6) 2013 due to erosion. (B)(4).

Manufacturer narrative:
It was reported that patient underwent excision of vaginal foreign body and cystoscopy by dr. (B)(6) at (B)(6) hospital.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently with an anterior/posterior repair and perineorrhaphy. It was also reported that the patient underwent re-closure of wound under local anesthesia on (B)(6) 2008 due to dehiscence of vaginal incision over subrethral sling. No additional information was provided. (B)(4).